Event description:
A physician reported that while using an ophthalmic console, handpiece and balance tip the patient experienced capsule rupture in the eye (unknown) in phacoemulsification mode during cataract surgery. The vivity lens was placed in remaining capsule and the surgery was completed on the same day. The patient was referred to retinal consult for cortical, and vitreous clean up later as an alternate treatment plan. The current patient outcome was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. Based on the information obtained, the root cause of the reported event is inconclusive. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.